Manufacturer narrative:
(B)(6). Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an instrument had fractured. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Tibial articular surface provisional was returned and evaluated. Visual inspection of the returned tasp found signs of repeated use and a fracture on the right side of the post. Additionally, the post has fractured off. The post fragment was not returned. Abrasion is found on the fracture area. Gouge marks and dents were noted which is indicative of repeated use. DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends